Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that image loss occurred due to a communication failure caused by the faulty cable unit (internal disconnection, etc.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to a defective cable unit. Additionally, the locks of the coupler were broken, switch 2 had a pinhole, and the olympus logo was faded and worn off of the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head no image was coming on the monitor screen and when the camera head was connected to the processor, only a color bar was coming on the screen. The issue was found during a therapeutic hernia procedure. The procedure was completed with no delay, using a similar device. There were no reports of patient harm.